Manufacturer narrative:
Investigation summary: bd integrated diagnostic solutions initiated investigation on the customer report regarding glass user injury while using the affirm atts (catalog # 446255), batch # unknown. Previous investigation did not reveal any changes to materials that could directly cause this injury. A review of past complaints does not indicate trend by atts batch. Bd implemented the packaging of the atts ampule crushing tool in order to prevent future occurrence of this issue. All current atts kits contain 1 tool which will be provided in each kit indefinitely.

Event description:
This report is for patient 2 of 2. It was reported that while using the kit affirm att system 100 ea that two lab techs sustained minor cuts on their forefinger from a shard of glass when squeezing the atts plastic vial to break the glass ampule inside. The following information was provided by the initial reporter: customer states that two techs sustained minor cuts on their forefinger from a shard of glass when squeezing the atts plastic vial to break the glass ampule inside. (Small piece of glass protruded from the plastic vial in each instance). The first occurrence was on 4/12/23 and the other occurrence was a few days prior (different tech). There was no patient specimen involved (occurrence prior to sample collection). Neither tech required medical treatment or had any other ill effects after the incident. Lot#-not available case contact confirmed that neither tech used the green atts dispensing tool/ampule opener included with the box of 10 atts reagent vials. Next steps (if necessary): the customer will review with the techs the importance of using the atts dispensing tool to prevent future injuries from occurring. Customer is also requesting additional atts dispensing tools to have on hand for use since they have multiple exam rooms. Resolution achieved (y/n)? : yes. Quantity received and quantity affected: 1 box . Was this issue involving patient or nonpatient samples? Non-patient samples affirm - 446255 - ampules breaking through the plastic sleeve.

Manufacturer narrative:
D4. Medical device lot #: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This report is for patient 2 of 2. It was reported that while using the kit affirm att system 100 ea that two lab techs sustained minor cuts on their forefinger from a shard of glass when squeezing the atts plastic vial to break the glass ampule inside. The following information was provided by the initial reporter: customer states that two techs sustained minor cuts on their forefinger from a shard of glass when squeezing the atts plastic vial to break the glass ampule inside. (Small piece of glass protruded from the plastic vial in each instance). The first occurrence was on (B)(6) 2023 and the other occurrence was a few days prior (different tech). There was no patient specimen involved (occurrence prior to sample collection). Neither tech required medical treatment or had any other ill effects after the incident. Lot#-not available case contact confirmed that neither tech used the green atts dispensing tool/ampule opener included with the box of 10 atts reagent vials. Next steps (if necessary): the customer will review with the techs the importance of using the atts dispensing tool to prevent future injuries from occurring. Customer is also requesting additional atts dispensing tools to have on hand for use since they have multiple exam rooms. Resolution achieved (y/n)? : yes quantity received and quantity affected: 1 box was this issue involving patient or nonpatient samples? Non-patient samples affirm - (B)(6) - ampules breaking through the plastic sleeve.